Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to cross/stent damage. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the procedure was to treat a very tortuous and calcified lesion in the circumflex. After predilating the lesion with a non-abbott balloon, the 2.5 x 15 mm promus stent delivery system (sds) was advanced, but would not cross and upon removal the proximal stent struts were observed to be flared. A non-abbott stent was advanced, but also failed to cross. Another non-abbott stent was able to cross and was successfully implanted. At this time a dissection was observed so another non-abbott stent was implanted, overlapping, to cover the dissection. It cannot be confirmed which device caused a dissection. The end results were good. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.